Event description:
Customer reported leaking cap/IV tubing. Initiated cipro dose at 0930. At approximately 1000, the nurse re-entered the room and noted fluid leaking on the floor and leaking from the tubing junction and the hard blue bracket that holds the section of tubing in the IV pump (upper fitment). Unable to estimate volume not infused. There was no serious injury or medical intervention required for the patient due to this incident. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. One used infusion set was received for investigation. A tear was observed in the silicone tubing at the upper fitment. A crush mark was also observed on the upper fitment. No other anomalies were observed. The cause of the leak was determined to be a tear in the infusion set tubing. The cause of the tear was undetermined.